Event description:
It was reported when the subject device was connected to the asts machine, there was a spark and an ember at the point of connection with the unit. The spark produced an ember that fell to the ground and turned off. No activity was noted along the laser cord or at the opposite end of fiber tip. It's unknown when the issue first occurred at. The were no reports of patient harm. This is report 2 of 2.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the spark and an ember at the point of connection with the unit could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.